Event description:
It was reported that the intra-aortic balloon (iab) was being used to support a patient suffering from a cardiac failure. "24 hours after insertion, it was found that the central lumen and the ap lumen was connected to each other." The pump alarmed "helium leak." As a result, the iab was removed and another iab was inserted. The patient remained under observation.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.